Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2022. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a posterior cervical fusion (pcf) on (B)(6) 2022, when the surgeon tried to unscrew the attached setscrew of the 1st cross connector, the components of the applicator inner shaft happened to be dismantled. As it seemed difficult to reassemble the unit during the procedure, a replacement was prepared. Because the surgeon followed the same manner for unscrewing the attached screw of the 2nd cross connector, it became dismantled again. Another replacement was used. The procedure was completed with less than thirty minutes delay. Patient was stable. This report is for an unknown screwdriver. This is report 1 of 2 for (B)(4).